Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol kugel patch(device #1) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. There are no details as to the nature of the revision surgeries. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol kugel patch (device #1). An additional emdr was submitted to represent the bard/davol ventralight st (device #2). Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol composix kugel patch (device #1). On (B)(6) 2011:the patient had unspecified injuries and underwent revision surgery with implant of an unspecified ventralight st (device #2). On (B)(6) 2014: the patient had unspecified injuries and underwent an additional revision surgery. The patient is making a claim for an adverse patient outcome against the composix kugel(device #1) and ventralight st (device #2). The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."